Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s father reported via phone call that the customer was experiencing low blood glucose level. Customer¿s blood glucose level was 22 mg/dl at the time of incident and current blood glucose level was 256 mg/dl. Customer was treated with food. Customer was not using auto mode of insulin pump. Customer declined for troubleshooting of low blood glucose. Customer stated that the retainer ring of insulin pump was loose. Customer stated that the retainer ring was damaged and reservoir was able to lock in place when inserted into the insulin pump. Customer also stated that the insulin pump received insulin flow blocked alarm and it was resolved by changing complete set. The insulin pump will not be returned for analysis.